Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. With the exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It was reported that the patient experienced "constant painful mouth ulcers on the tongue, sides of the mouth, and the lip. It is unclear when the patient received the device, but first used it (B)(6) 2020. The reaction occurred approximately (B)(6) 2020. (Exact date unknown). The patient continued using the device until (B)(6) 2021, the reaction resolved in a day. The patient was prescribed magic mouthwash for the pain. The patient has a medical history of ulcerative colitis and sjogren's syndrome. There are no allergies noted. Current patient status is listed as "no symptoms." With regards to the device: it is unknown how the device was cared for by provider prior to delivery. However, the patient states, "it was soaked in efferdent daily."

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer stated the device has been returned but to date has not been received. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, it was unknown how the device was cared for by provider prior to delivery, however, the patient states, "it was soaked in efferdent daily." Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.